Event description:
On (B)(6) 2011, an abbott point of care (apoc) international distributor (B)(4) was contacted by a customer who reported an I-stat 1 (B)(4) analyzer would not activate. On (B)(6) 2011, the distributor received the analyzer from the customer and confirmed the complaint. The analyzer was uncased and a burnt capacitor was found on the main board. On (B)(6) 2011, apoc was contacted by the distributor who reported the above information. Based on the information there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).